Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint; however, the fse still replaced the e-200 generator. The system was tested and verified as ready for use. The e-200 generator has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported issue. Per e-200's testing matrix, the unit underwent the required tests and passed all of them. As a result of this investigation, the unit functions as designed, and the root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staff experienced an issue with the e-200 generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system and found no errors, and the e-200 did not have any faults on that current date. At this time, it is unknown how the procedure proceeded. No known impact or patient consequence was reported.